Event description:
The customer reported that the displayed c-arm lost communication with the workstation thereby resulting in a lockup situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned service.